Event description:
On (B)(6) 2013, the patient contacted animas stating boluses are being cancelled without user intervention. The patient believed that sometimes the keypad buttons were being pressed without her pressing them. The patient denied having issues with keypad buttons or that they have been unresponsive to button presses. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 06/26/2013 with the following results: testing confirmed the contrast, up and down buttons were intermittently responsive. No damage to the keypad. Removed the keypad and found contamination under the contrast, up and down button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.